Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had slight delay in button response. Customer's blood glucose level was unknown. Customer stated that the insulin pump reject new batteries sometimes and battery life decreased from first day. Customer reported that the insulin pump had unexplained random no delivery alarm for a few times and scratches on the reservoir window. The insulin pump will not be returned for analysis.